Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-06204. The patient's ((B)(6)) scs system includes an ipg, lead and lead extension. During a procedure to replace the patient's ipg, it was observed that the extension was out of the portal of the ipg and was fractured. Intraoperative testing found invalid impedance measurements for several contacts and damage to the lead as well. The lead extension was replaced and returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation: results - as received, the returned extension lead was fractured at the insertion handle. No functional testing was performed due to the condition of the device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.